Manufacturer narrative:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). It was observed that the device supposedly had a battery life of 5 years but then suddenly dropped to 3 years of battery life. There were no changes made on device setting but high atrial output was observed. Additional information was received indicating that this device was undersensing some atrial beat during fast ventricular rates. Boston scientific technical services (ts) suggested decreasing the sensitivity. An attempt to obtain additional information from the field representative was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion upon check. The device had 5 years battery life 3 months ago then had only 3 years on latest check. Atrial pacing outputs were observed to be high and was likely the reason for rapid decrease in battery. This crt-d remains in service. No adverse patient effects were reported.